Manufacturer narrative:
This report is filed (B)(6) 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site subsequent to sustaining an injury. The issue could not be resolved and the device was explanted on (B)(6) 2016. The patient was not reimplanted due to healing issues.

Manufacturer narrative:
This report is filed on march 23, 2017.